Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer was advised to replace the keyboard. The customer reported to have followed the tse recommendations, and the issue was resolved. Additionally, the customer informed that the unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4)

Event description:
It was reported by a customer in the USA that, the 840 ventilator keyboard was unresponsive. There was no patient involvement.